Manufacturer narrative:
(B)(4) date sent: 9/16/2016. Batch # asku. Additional information was obtained: further discussion with the surgeon regarding the use of the device occurred. After firing, a half to three quarters of a turn is advised and that turning more creates a vacuum and puts higher stress on the anastomosis. The only description of the staple formation that the rep had was ¿the staples looked strange¿ but further detail was not available. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please explain what is meant by the staples looked strange. When the anastomosis came apart, what else was done besides the ileostomy? What device was used for the proximal and distal transection? What color reload? What purse string technique was used or what purse string technique does this surgeon normally use in his/her left colon procedures? (Ex. Hand tied purse string, purse string device) how was the purse string placed, by hand or with an assist device? If an assist device, what product? Was the spike of the trocar inserted lateral or through the staple line? What confirmation did the surgeon receive that the anvil was firmly attached? When the device was fired, where was the indicator within the green zone/gap setting scale? Was buttressing material utilized? If so, which product? Was the instrument fired across or near an existing staple line or clip? How did you confirm the device was fully fired (such as crunch, compressed until unable to fire further, etc.)? Were any unexpected noises heard? If so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)? Was there any difficulty removing the device from the tissue? What steps were taken to confirm successful anastomosis? (Such as leak test, donut confirmation, etc.) Did a hcp other than the primary surgeon fire the instrument? If so, whom? Was there a recent conversion to ees devices in this account or with this surgeon? What is the current patient status?

Event description:
It was reported that during a low anterior resection procedure, the device was closed so that the indicator was in the green section in the indicator window. The assistant surgeon fired the device and noticed the firing felt "strange." After firing, the dial was turned to reopen the device using about one and a half turns. When the device was removed the staples looked strange and the anastomosis came apart. The patient was given a temporary ileostomy to complete the procedure. The patient is recovering well and has been discharged home. The surgeon plans to perform an ostomy take down once the patient has healed. The device was discarded after the procedure.